Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel, knot jams in subcutaneous tissue due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 20f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. A second and third new prostyle were used and were successfully pre-placed. The sheath remained at 20f sheath and the procedure was completed. Post procedure in an attempt to close the puncture site with the pre-placed sutures, they failed to close. A fourth prostyle was used but failed to stop the bleeding. Surgical suturing was performed to stop the bleeding and achieve hemostasis. During the cut down it was noted that all three knots were pre-placed in the subcutaneous tissue which is why the prostyles did not close the puncture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.